Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance, high thresholds, noise and pectoral stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a5dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.